Event description:
A consumer reported that he received second degree burns on his stomach and right arm from hot water that spilled out of the personal steam inhaler. Medical intervention was sought for their injuries at a walk-in clinic. The consumer stated that he was grabbing the unit away from his wife when the injury occurred. The instructions for proper use have a clear warning that states "the appliance should always be placed on a firm, flat waterproof surface", "caution: do not place on lap or lift in your hands while in operation and if the unit still contains water", and "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury."

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that he received second degree burns on his stomach and right arm from hot water that spilled out of the personal steam inhaler. Medical intervention was sought for their injuries at a walk-in clinic. The consumer stated that he was grabbing the unit away from his wife when the injury occurred. The instructions for proper use have a clear warning that states "the appliance should always be placed on a firm, flat waterproof surface", "caution: do not place on lap or lift in your hands while in operation and if the unit still contains water", and "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury." Kaz USA, inc. Has requested that the product be returned to our company for testing, but the product had already been returned to the retailer. We asked that the consumer contact the retail store to try to recover the unit so that we can test it.